Event description:
Follow-up information was received on 08-oct-2021: the suspect product was recoded from radiesse to radiesse(+). The patients initials, age and date of birth were provided. The patient was 40 years old at the time of the event. It was confirmed that she was injected with radiesse(+), on (B)(6) 2021. The batch record review was received and the lot number for radiesse(+) was confirmed as a00011910 (expiry date 04/2023). A lot search in the global safety database was conducted. On (B)(6) 2021, the patient experienced the adverse event. The date of resolution was reported as (B)(6) 2021. Due to the provided information, the outcome of the event was considered as resolved, on (B)(6) 2021, and was therefore changed from unknown to resolved. In the opinion of the reporter, treatment was necessary to prevent permanent damage, as the patient visited the emergency room and received an intravenous fluid antihistamine. According to the reporter, the event was not permanent and was related to radiesse(+).

Manufacturer narrative:
The device history record for radiesse(+) lot number a00011910 was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No nonconformances were noted that would have contributed to this event.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, anaphylaxis (pt: anaphylaxis) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a us nurse and concerns a female patient. She was injected with radiesse®, into the butt (off label use of device). The patient was previously treated with hyaluronic acid. She had no allergies. On the same day, after the radiesse® injection, the patient felt dizzy. The patient complained about it 5-10 minutes after she left the office. It was further reported that the patient experienced an anaphylaxis after radiesse®. The reporter told the patient to go to the emergency room, and at the time of this report, she was in the emergency room. The outcome of the event was unknown.